Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms were received. Blood glucose (bg) was over 500 mg/dl and ketones were present. The pump supplies were changed and insulin injections were administered. There was no reported blockage in the supplies. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Pump therapy was discontinued and insulin injections were administered. Elevated bg/dka were resolved and the customer was discharged (date was not provided). As the event had occurred in the past, a cause of the occlusions could not be determined.